Event description:
Additional information received reported that there was a post-operative adjustment in the patient's programming; the exact adjustments were not reported. It was noted the patient was hospitalized due to the event and recovered without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from their healthcare provider or manufacturing repres entative and their concerns were resolved on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer model/serial #: unk; catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
It was reported that during a pump replacement as of the date of this report, which was due to eri (elective replacement indicator), healthcare provider (hcp) could not aspirate the catheter. It was also stated that the new pump was not primed on back table as the hcp did not want to wait. It was stated that the physician had decided to bolus sterile water at midnight tonight, and patient was to stay overnight. Drugs delivered via the pump were dilaudid, clonidine, and marcaine. It was later reported that the hcp wasn't concerned about the catheter as the patient had been receiving effective therapy. Hcp went back to the hospital at that time and "gave the patient a bolus of 0.2 ml to push the water out, so that the patient wouldn't experience any gap in her therapy or any possible withdrawal." It was indicated that it was not certain why the hcp couldn't aspirate the catheter; "he thought that when he tried to aspirate the catheter, it was collapsing on itself from the negative pressure." The patient was doing well and was discharged home the day after her pump replacement.